Event description:
Three devices (cev647b5, cev669e, and cev642h) were returned to mxi service and repair. "Request for expert appraisal: traces of rust on the handle".

Manufacturer narrative:
Device 2 of 3: cev669e (lot: 120901) - manufacturing date: 09/01/2012. Device 3 of 3: cev642h (lot: 120901) - manufacturing date: 09/01/2012. (B)(6). Cev647b5: evaluation of this instrument indicated that the sheath was damaged and presented with signs of impact. The instrument sheath was most likely damaged by impact of abrasion during use or reprocessing. Cev669e: this instrument was evaluated and presented with brown streaks in the area between the black plastic part and the handle. The deposits observed were most likely deposited during reprocessing. The client was referred to the user's guide for the instrument. Cev642h: there were no problems observed with this instrument. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).